Event description:
It was reported that during a device change out due to normal eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead remains implanted. The patient will be monitored.